Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony intraocular lenses (iols) implanted. Reportedly, both lenses are planned to be explanted due to the patient having anisometropia in one eye and astigmatism in both eyes due to the surgery. No additional information was provided. This report will capture the eye affected by anisometropia and astigmatism. A separate report will capture the eye affected only by astigmatism.

Manufacturer narrative:
This supplemental report is one (1) of two (2); model number: zxr00. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.